Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped delivering insulin after a swimming lesson, followed by a hyperglycemic event; the healthcare provider suggested the infusion site likely failed, and blood glucose decreased after a supply change when the insulin cartridge was found empty. Symptoms included hyperglycemia and nausea. Outcomes included a serious illness impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding the device problem and component, with no findings available to confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.